Event description:
It was reported that the patient experienced ineffective stimulation due to autoreducing. Diagnostics revealed high impedances on all contacts. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.